Manufacturer narrative:
Product involved in incident was not returned for evaluation. Dhrs were reviewed and no records confirming the defect were observed. Archival samples meet requirements of specification. 10 pen needles from archival sample were randomly selected for testing. Each pen needle from the sample was checked for the patency by shining a light through the lumen under a microscope. No clogged needles observed. Additionally, pen needles from archival sample were assembled on pen injector. With every attempt, droplets on the cannula were observed and injection of applied dosage can be seen which confirms the correctness of the pen needle assembly on the pen and the patency of the needles. The defect is not confirmed. Root cause analysis was not conducted. No CAPA initiated. If product involved in complaint is returned, arkray will send to manufacturer for testing and file a follow-up report when evaluation is complete.

Event description:
Customer is using techlite pen needles. Part 236132. Lot z58e4 - 2024-05-01 - 100ct. She states of a box of 100 about 10 of the needles would not provide her with insulin. She would like these replaced. I explained that we would send out a rl and asked that she would send the unused needles back. Replaced devices and sent rl.